Event description:
Siemens delaying or refusing to supply aiat info per 21cfr 1020.30 and 1020.33 for the siemens volume -access- zoom, sensation plus 4, somatom emotion, somatom esprit, somatom balance, spc